Event description:
It was reported that an interstim system had a malfunctioning lead. No patient or device information was provided. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
Unknown lead model serial# unknown implanted: unknown explanted: unknown.